Event description:
A pump malfunction was reported, but the caller did not provide patient information or confirm the pump model. There was no reported impact to the customer¿s blood glucose level. The caller was advised to call back with the necessary information, but no follow-up occurred, resulting in the case being closed without troubleshooting.